Event description:
It was reported that upon looking at the post-op x-ray, the tip of the taper rasp had broken off during the procedure and was lodged in the femoral canal below the implant. No known consequences or impact or consequences to the patient.

Manufacturer narrative:
(B)(4). Foreign source: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified wear and tear from previous uses. Dulling is noted to the cutting edges. Distal tip is confirmed to be fractured. DHR was reviewed and no discrepancies related to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Lot identification is necessary for review of device history records, lot identification was not provided. Review of complaint history identified no additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. Root cause unchanged. If any further information is found which could change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available to report at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the bottom of the rasp had broken off. No further evaluation can be made from the provided pictures. Device history record was not reviewed at this time as the lot number is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.